Manufacturer narrative:
This is one of two related reports. This report represents the guidewire and another report will be submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella cp was implanted via percutaneous left femoral artery for mechanical circulatory support. Interventional cardiologist guided the surgeon through placement of the femoral impella cp. The impella cp was placed without issue, when the company .018 wire was being removed from the impella prior to starting the device, it got caught. The surgeon aggressively pulled the wire and a couple centimeters of the distal tip of the .018 broke off. The surgeon, not being used to placing the impella cp, had jammed the repo sheath into the peel away sheath while inserting the impella. It is believed that this is what caused the wire to kink/get pinned inside the sheath. Upon pulling the repo sheath out of the peel away sheath, the distal tip of the wire that broke off came out. The procedure was successful with this device. No patient harm was reported.